Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The right ventricular lead exhibited out of range low defibrillation lead impedance and the atrial lead exhibited out of range low pacing lead impedance. Programming changes were discussed. The physician will continue to monitor the leads. No intervention was reported. The patient was stable.